Event description:
It was reported that a malfunction alarm with code malf 12 occurred, and attempts to reset the pump did not prevent the issue from recurring. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to reset the pump and was assisted in doing so. When the issue persisted, it was decided that a replacement pump would be provided. The customer was instructed to use multiple daily injections as a backup to ensure uninterrupted insulin delivery and agreed to return the faulty pump using a pre-paid label provided by technical support.